Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, and advised caller to contact support again if issue persisted; no additional information was received regarding outcome after reset.